Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024. The blood glucose level was 500 mg/dl with the presence of high ketons at the timeof hospitalization therefore the patient was treated with mdi, IV and fluids of saline and insulin. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.